Event description:
It was reported that on 11/9, the surgeon advise that during surger he was using two zipfix and upon tightening the zipfix with application device they would both not stay tight and he had to remove them from use. There was no surgical delay. The surgery was successfully completed . Patient outcome and consequences is unknown. This report is for one (1) sternal zipfix cable tie w/needle peek s. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. MFR site : (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial, a follow-up will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part #: 08.501.001.01s-us, lot #: 802p750, manufacturing site: jabil bettlach, release to warehouse date: 23, june 2022, expiry date: 31, may 2027. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D7a: this product is a single use device; it is unknown if the device has been reprocessed. It was incorrectly stated that this was not a single-use device on the initial report. H5: device labeled for single use: yes..

Event description:
The zipfix was removed and replaced with sternal plates.